Event description:
Prevena dressing would not seal over the wound. We did not have another 13cm one so we had to open a 20cm. Then the other 13cm that was on stopped sealing so surgeon ended up taking all of them off and using prineo and coverlet dressings.